Manufacturer narrative:
Stryker replaced the device's therapy pcb assembly and, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The replaced part was returned to stryker product analysis center (pac) for further investigation. The pac technician was able to verify the reported issue. The root cause of the reported issue was determined to be a mechanically broken capacitor, c15.

Event description:
The customer contacted stryker to report that their device would deliver energy at an unexpected level. As a result inappropriate defibrillation energy may be delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation fo the customer's device and was able to verify the reported issue. Stryker determined that the therapy pcb needs to be replaced to resolve the issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would deliver energy at an unexpected level. As a result inappropriate defibrillation energy may be delivered. There was no patient use associated with the reported event.